Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were not detected. The field service engineer (fse) found that both full-height auxiliary drawers needed yellow configuration and (ic) integrated circuit chip was blown. Fse replaced the communication sled with a blown ic chip and confirmed all lights were working, confirmed by the technical support specialist that firmware was needed for the new sled, since user downloaded the firmware, and the medbank agent confirmed that the issue was resolved. The system functioned as intended after the technical support specialist assessed and field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini aux, the drawers 12 &13 was failed to open and not detected on bus. There were no delay, no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medbank mini aux, the drawers 12 &13 was failed to open and not detected on bus. As per part investigation, it was determined that there was damaged pcba components and damaged plastic cover of inductor l302 under microscope. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information section h manufacturer narrative the reported condition of "drawer not opening" was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order (B)(4) the fse reported that upon arriving it was found aux mini both full height drawers not working and were yellow, configuration was needed. The fse opened back and confirmed all lights in drawers. The fse opened top and found a blown ic chip of the comm sled, the fse replaced comm sled then added drawers back on to confirm drawers didn't blow comm sled or power supply, all lights were working. Tsc was able to download the firmware and confirm drawers in sql. No further issues were observed. During dchu visual inspection: p/n 151801-01: was received with signs of thermal damage to components u601, mosfet q601, resistors; r604, r608, and a blown capacitor. P/n 151800-11: was received with a broken plastic inductor l302 cover of with exposed copper. During dchu testing: p/n 151801-01: the testing from dchu was not necessarily due to the observed thermal damage on internal components of the pcba. P/n 151800-11: the testing from dchu was not necessarily due to the exposed copper strand of an inductor of the pcba. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).